Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with tests results from results obtained of 160, 331, 200, 166 and 240 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer attempted to perform back to back blood test during the call on (B)(6) 2018, however, customer was getting errors for both results (e-3 and e-2). The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 02/14/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).